Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse identified that the issue was the wash aspirate probes were not mounted correctly after customer maintenance. The qc and patient samples were run afterwards and the results were according to clinical status. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
False positive advia centaur xp troponin ultra results were obtained for two different patient samples. The results were reported to the physician. Testing was repeated for the patient samples on a second instrument. The results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra results.